Event description:
The customer states the "paddle button is abnormal." There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.